Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The product classification code for the fluency plus endovascular stent graft product is identified in d2. H10: the lot number for the malfunction was provided and a lot history review was performed. The device was not returned for evaluation; however the photo have been received for evaluation. The investigation of the reported event is inconclusive. A definitive root cause could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvm10100 vascular stent graft allegedly experienced retraction problem, material twisted/bent and material separation. This report was received from a single source. This event did involve patient with no patient consequences. The patient is male; however, the patients age and weight was not provided.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The product classification code for the fluency plus endovascular stent graft product is identified. The device was not returned for the complaint. The photo review is currently underway review. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvm10100 vascular stent graft allegedly experienced retraction problem, material twisted/bent and material separation. This report was received from a single source. This event did involve patient with no patient consequences. The patient is male; however, the patients age and weight was not provided.